Event description:
Customer reported that he found a leak in the infusion see connected this morning. Customer has changed infusion sets several times but has been using the same reservoirs.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.